Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficult to close and difficult to remove could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after an unspecified interventional procedure using a small bore sheath (</=8f). The prostyle device was advanced, the plunger was pushed, and the sutures were deployed. Reportedly, when attempting to return the lever to its original position (to retract the foot) and withdraw the device, resistance was encountered which made removal of the device difficult. Even after moving the device distally and trying to remove the device again, it could not be withdrawn. The device was then advanced slightly further, slight tension was applied, and it was finally removed. The vessel condition was confirmed to be normal. Although the lever was fully lowered, it seemed that the foot had not completely retracted. Another device was used to achieve hemostasis. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.